Manufacturer narrative:
The dentist refused to provide information about the patient's weight. Upon receiving the device involved in the MDR event, (B)(6) conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4]. These activities are described in more detail below. Methodology used: a) (B)(6) examined the device history record and the repair history for the subject (B)(6) device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. The repair history showed 2 service records since the device was shipped. The repair details are as follows: - june 2011: the service record was discarded. - may 2021: the cartridge, drive shaft and dog clutch were replaced. With respect to the repairs above, the service record indicate that (B)(6) performed all of the necessary operation checks and confirmed that all of the criteria were met. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (200,000min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000min-1 (motor revolution 40,000min-1). Nakanishi observed rises in temperature at the test points as shown below; however, the temperatures were not high enough to cause a burn injury. Temperature measurements 5 minutes into the test were as follows: - test point (1): 50.9 degrees c - test point (2): 48.7 degrees c - test point (3): 44.0 degrees c - test point (4): 40.5 degrees c identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: - the ball bearing on the rear side of the cartridge was damaged. - the internal gears and headcap were soiled and discolored. B) nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4).-02. Conclusions reached based on the investigation and analysis results: a) nakanishi could not replicate the temperature rise at the time of the event. However, nakanishi observed some abnormalities in the internal parts during the visual inspection. B) nakanishi considers the possibility, based on the findings in the visual inspection , as well as many years of experience, that the cause of the handpiece overheating was frictional resistance generated by abnormal resistance in the ball bearing retainer and the outer and inner races, and bearing balls, which was caused by the damaged ball bearing. C) a lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. D) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: d.1) (B)(6) reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. D.2) (B)(6) reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On november 10, 2025, a nsk ti95ex handpiece was returned from a distributor to (B)(6) for repair. There was a note with the device stating that the device had overheated and burned a patient. Upon receipt of the information, (B)(6) made a phone call to the distributor for further information about the event including information about the patient. The details (B)(6) obtained are as follows. - the event occurred on october 24, 2025. - the dentist was removing an impacted tooth of a patient's lower jaw using the (B)(6) handpiece (serial no. (B)(6). - the patient was under general anesthesia. - during the procedure, the dentist noticed an erosion of about 0.5mm on the patient's oral mucosa and then realized that the handpiece was overheating. - the dentist applied an ointment to the injury. - according to the dentist, there were no abnormalities observed in the device prior to use.